Manufacturer narrative:
H6: investigation summary a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were receiving unsatisfactory identification of specimens, both on clinical and qc samples. The customer advised that acinetobacter baumanni was identified as klebsiella pneumoniae, and proteus sp. Was identified as oligella, ureolytica. This investigation is focused upon the phoenix m50 instrument. No incorrect results were reported to doctors or patients, and the confirmatory testing which identified this issue was maldi testing. This is a continuation of previous case (B)(4). Following the bd field service engineer (fse) actions to calibrate the optical system and adjust the carousel belt of the instrument, the problems with incorrect identification re-occurred. Bd service reviewed the eventlog from the instrument and confirmed there were no instrument errors present and no discrepancies in the power or temperature readings. The root cause could not be identified, and the instrument was replaced to improve customer satisfaction. As the instrument concerns could not be resolved, and the resolution of this failure mode was replacement of the instrument, this is a confirmed failure of a bd product. This instrument was not received by quality for investigation and thus, returned material investigation could not occur. If the instrument is received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Review of service history for (B)(6) revealed only the previously identified case ((B)(4)) related to instrument-caused mis-identification. Two other cases were noted in relation to the instrument, but were investigated against the reagents (cases (B)(4)) and no failure of the instrument was found. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentifications were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the client reports that even after the engineering went to the site, the equipment continued to show negative and positive gram identification errors and comments that the results are increasingly discrepant."

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentifications were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: the client reports that even after the engineering went to the site, the equipment continued to show negative and positive gram identification errors and comments that the results are increasingly discrepant.